Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicmo 12.6, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and exchanged with a same size toric lens on (B)(6) 2019 due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Type of investigation code 10 should be in the previous MDR. Claim# (B)(4).